Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of pitch cable broken to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. Common causes of the failure mode broken - distal instrument pitch cables are attributed to component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observations not reported by site were also identified. The instrument was found to have a pitch cable dislodged at the proximal end. Common causes of the failure mode dislodged grip cable at the proximal end are attributed to component failure. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. Common causes of the failure mode corroded instrument bearings are typically attributed to the user. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The instrument was found to have dried residue on the clamping pulleys. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to the user for example by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument logs the 8mm tenaculum forceps (470207-10/ n10210607-0136) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 no image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps wires snapped when attempting to engage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.